Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that exhibited noise that was oversensed. No patient symptoms were reported. The patient would be monitored normally.